Manufacturer narrative:
Software data logs were received by the manufacturer on 07/10/2014 for further eval.

Event description:
It was reported that during pre-cardiopulmonary bypass for a cardiopulmonary bypass (cpb) procedure, the flow rate of electronic pt gas system (epgs) was set to zero with scroll bar of central control monitor (ccm) screen, but display of actual measurement value did not decrease below 0.3 l/min. The issue was not resolved even after calibration was performed several times. During the case, the reported issue resolved itself. The device was not changed out, as the customer used the manual knobs to adjust flow. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt. Per the clinical review on (B)(4) 2014: in view of the system-1 logs, the user was confused as they had reduced the gas flow to 0.00 (by the slider on the central control monitor (ccm), by the measured gas flow rate was being displayed on the ccm as 0.3 l/min. This behavior occurred after the initial electronic pt gas system (epgs) calibration was successful and prior to cardiopulmonary bypass (pre-cpb). Still, prior to cpb, the epgs was again calibrated and again the calibration was successful. The user attempted to reduce the displayed measured gas flow to 0.00 by way of the ccm slider and also via the manual gas flow knob on the base. Neither of these attempts were successful, as the measured gas flow continued to be displayed about 0.3 l/min. According to technical support this could indicate an issue with the epgs gas flowmeter (flow accuracy issue) or the flow was actually 0.3 l/min due to a flow valve problem. Again, all of this occurred pre-cpb and both calibrations were successful and there were no indications that gas flow and fractionated of inspired oxygen (fio2) would not be able to be safely adjusted per pt requirements. The user elected to use the epgs during cpb and the ccm sliders were used for the entire cpb period. Gas flows ranged from 1.5 - 2.0 l/min and fio2s ranged from 60-71%. There were no gas flow alerts, errors, or status messages during cpb. There is no indication there were epgs issues during cpb. The procedure was completed successfully, without delay and without associated blood loss. There was no harm observed or reported.